Event description:
It was reported that during a laparoscopic oophorectomy procedure, the device was inserted into the patient and the surgeon attempted to close on the tissue when the reload popped out of the device. The reload was retrieved with a grasper. Another device and reload was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.